Manufacturer narrative:
The following fields have been updated due to additional information:d.9. Device available for eval?: yes.d.9. Returned to manufacturer on: 17-aug-2023.h.6. Investigation summary: eight hundred samples and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that two syringes have missing print. One has most of the ¿e¿ in the word ¿use¿ missing, and other has most of the ¿ly¿ in the word ¿only¿ and one grid line missing. Upon examination of the returned photo, it was observed that the syringe missing all its scale markings. Potential root cause for the missing print defect is associated with the scale marking process. Furthermore, a device history record review was completed for provided lot number 3047745. A review showed one quality notifications detailing two incidents related to the complaint defect. Product was requalified in each instance per applicable acceptable quality limit, line cleared of defect, and process adjusted before production resumed. It is possible a limited number of pieces with this condition were able to escape detection. These defects are occurring below an expected rate so no corrective actions will be made at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 10 cases of the bd luer-lok¿ syringe had no graduations on the syringe . The following information was provided by the initial reporter: verbatim: injuries or adverse event: no. Quantity affected: 10 cases. Reported issue: no graduations on the syringe.

Event description:
It was reported that 10 cases of the bd luer-lok¿ syringe had no graduations on the syringe . The following information was provided by the initial reporter: verbatim: injuries or adverse event: no quantity affected: 10 cases reported issue: no graduations on the syringe

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary one photo was provided to our quality team for investigation. Through visual inspection, it was observed that the syringe missing all its scale markings. Potential root cause for the missing print defect is associated with the scale marking process. A device history record review was completed for provided lot number 3047745. A review showed one quality notifications detailing two incidents related to the complaint defect. Product was requalified in each instance per applicable acceptable quality limit, line cleared of defect, and process adjusted before production resumed. It is possible a limited number of pieces with this condition were able to escape detection. This defect is occurring below an expected rate so no corrective actions will be made at this time.

Event description:
It was reported that (B)(4) cases of the bd luer-lok¿ syringe had no graduations on the syringe . The following information was provided by the initial reporter: verbatim: injuries or adverse event: no. Quantity affected: (B)(4) reported issue: no graduations on the syringe.